Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. On (B)(6) 2018, a second suspect medical device was added, this event was previously reported against the reagent. This same event was previously reported in 3008344661-2018-00111.

Event description:
The customer observed a (B)(6) anti-hbs result on the architect i2000sr analyzer. The following data was provided: sid (B)(6). Per the package insert: specimens with concentration values greater than or equal to 10.00 miu/ml are considered reactive by the criteria of architect anti-hbs. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.